Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient would like help changing programs because the current program was not working/not helping symptoms. Patient stated the problem started about two days after she met with the manufacturer representative (rep) who changed her program on (B)(6) 2016. It worked initially after the rep changed program but then patient had a loss of therapeutic effect. During the call, patient was instructed to increase amplitude until she could stim sensation.

Event description:
An additional call from the patient on (B)(6) 2017 indicated that the patient is still having issues with her therapy and would like to increase stimulation again. At the time of this call the patient was on program 4 with stimulation at 0.7 and increased to 1.0 where she felt "good" stimulation. The patient was advised to discuss reprogramming with her healthcare provider. Patient's status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.